Event description:
Report #3 of 3: report received of unrequested bolus demands. It was reported that the pump was programmed to deliver morphine sulfate, 5mg/ml, in the pca only mode with a 1.5mg pca dose, 6-minute patient lockout, 60mg 4-hour limit. Approximately 10-15 minutes after the pca therapy was initiated, the nurse reported that the device history was reviewed via the display screen, which showed excessive patient demands being made. It was reported that the patient did not receive any unrequested medications due to the programmed lockout interval. The amount of fluid missing from the syringe was 1ml, which the staff attributed to priming of the tubing set. There was no adverse effect to the patient. The device was removed from clinical service. Though requested, there was no additional information available.